Event description:
Reporter noted pt with endophthalmitis three days post-op. Pt referred to retinal specialist; cultured gram positive cocci, coag negative, most likely staph epi. "Tppv" done on 08/13/2000. Pt is "cf" at 10 feet and reportedly recovering well.